Event description:
As reported, the sealant protection of a 5f mynx control vascular closure device (vcd) excessively split. Hemostasis was achieved through manual compression lasting less than 30 minutes. There was no reported patient injury. The device was used in an interventional procedure via a retrograde approach. The physician achieved certification on the use of the 5f mynx control vascular closure device (vcd). Femoral artery suitability was verified by angiography, including confirmation of an appropriate insertion angle. The device was used in the femoral artery with a diameter =5 mm, little vessel tortuosity, and moderate peripheral vascular disease or calcium in the vicinity of the puncture site. There were no damages found on the device or packaging prior to opening, and the device was stored and prepared according to the instructions for use. The sealant was not prematurely exposed through the excessively split sleeves. The device will be returned for evaluation. Addendum: per pe findings, the sealant was present in manufacturing position partially exposed.

Manufacturer narrative:
As reported, the sealant protection of a 5f mynx control vascular closure device (vcd) excessively split. Hemostasis was achieved through manual compression lasting less than 30 minutes. There was no reported patient injury. The device was used in an interventional procedure via a retrograde approach. The physician achieved certification on the use of the 5f mynx control vascular closure device (vcd). Femoral artery suitability was verified by angiography, including confirmation of an appropriate insertion angle. The device was used in the femoral artery with a diameter =5 mm, little vessel tortuosity, and moderate peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. There were no damages found on the device or packaging prior to opening, and the device was stored and prepared according to the instructions for use (IFU). The sealant was not prematurely exposed through the excessively split sleeves. One non-sterile 5f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection showed that button 1 was not depressed and button 2 was not depressed. The stopcock was found open, with no syringe returned for this evaluation. The sealant was observed in its manufactured position and partially exposed. Regarding the sealant sleeve condition, a split condition was identified, with a small amount of what appeared to be blood present on the sleeves. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present. The atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis of the slit length was attempted; however, it could not be performed because the slit endpoints were obscured by biological material (blood). Due to the reported condition of mynx control system ¿ deployment difficulty ¿ premature, the catheter working length was verified and found to be within the defined specification. The measurement was obtained using a calibrated ruler. A simulated deployment test was performed to ensure functionality. The unit operated as intended, deploying the sealant and retracting the balloon as expected. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. Due to the observed split condition of the sealant sleeves (cartridge assembly), an attempt to perform the insertion and withdrawal evaluation using a csi was made; however, this test could not be completed because the split sleeves impeded insertion. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was observed through analysis of the returned device. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggests that the failures observed could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.